Event description:
The customer requested assistance in adjusting the pump basal rate because the customer's blood glucose rate would decrease while sleeping at night. Customer indicated that she is not requiring as much insulin and is working with health care provider.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.